Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 223mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the father to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.